Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, clarification was provided on 10/27/2025. It was clarified that on (B)(6) 2025, when emt personnel arrived, the patient recalled taking an emergency medication and an inhaler, both of which were prescribed. However, the patient was unable to identify the specific names of the medications. It remains unclear whether the emergency medication was intranasal glucagon or a treatment for a respiratory condition. Upon emt evaluation, a fingerstick blood glucose test was performed. The patient reported that the readings appeared inaccurate, estimating a discrepancy of approximately 40¿50 mg/dl, though he could not recall the exact values. The patient was transported to the emergency room (ER). At the ER, hospital staff conducted another fingerstick test, which also yielded results the patient described as significantly off, though again, the exact readings were not recalled. The patient reported that his continuous glucose monitor (cgm) was showing a high bias and inaccurate readings throughout the event. The patient remained in the ER for approximately four hours, during which he received IV fluids. He was discharged home thereafter. At the time of the report, the patient was feeling better. No additional patient or event information is available at this time.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that their sensor displayed readings in the 40s the day after it was applied to the arm. The patient did not perform a fingerstick test but consumed sugar and carbohydrates in response to the low readings. The patient described experiencing visual disturbances, stating that their "eyeballs were flashing," and subsequently contacted family and emergency medical services (ems) for assistance. Upon ems arrival, the patient recalled taking an emergency medication and using an inhaler, though was unable to identify the specific medications. Ems performed a fingerstick test, and the patient noted a discrepancy of approximately 40-50 points between the sensor and fingerstick readings, though exact values were not recalled. The patient was transported to the emergency room (ER). At the ER, hospital staff conducted another fingerstick test, which also showed a significant discrepancy from the sensor readings. The patient was unable to recall the exact values, and no explanation for the bias or inaccuracy was provided. The patient remained in the ER for approximately four hours, during which IV fluids were administered. No additional medications were given, and the patient was advised to replace the sensor. Upon discharge, the patient returned home, replaced the sensor, and began the calibration process. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the sensor displayed readings in the 40s. It has been reported that there was a difference in readings of 40-50 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).